Event description:
The manufacturer received information alleging respiratory tract irritation, liver disease/toxicity. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported under MDR 2518422-2022-18148.